Event description:
Fired 29 mm ils during sigmoidectomy, staples fired but did not completely close and did not fully cut tissue. Had to cut out anastomosis to get staples out. This caused a prolonged surgery because of the hand-sewn anastomosis.